Manufacturer narrative:
Evaluation of this transducer confirmed poor image quality as described by the customer. Investigation of the device noted oil separation, a kink in the shaft, and damage to the window, strain relief, cable jacket, and connector. The extensive damage identified during the evaluation would inhibit the overall performance of this transducer and is indicative of improper maintenance.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return and investigation completion.

Event description:
A customer reported an s8-3t model transducer was not producing an image. There was no injury associated with this event.